Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: the leak was coming from under the white block on the cardioplegia bridge. In order to fix the issue, cardioplegia bridge was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater cooler 3t system was leaking water under the machine when running the cardioplegia pump during procedure. The customer was able to use the unit and complete the procedure without further issue. There was no patient injury.

Event description:
See intial report.

Manufacturer narrative:
A complaints database review was performed and revealed that no further similar issue has been submitted for this unit since its installation in 2010. The most probable root cause of the reported issue was a faulty cardioplegia block likely due to wearing. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.